Manufacturer narrative:
Physio-control examined the returned device but was unable to duplicate or verify the reported issue. Physio observed that the device's readiness indicator showed "ok" and that the unit would power on, charge and shock when prompted. There was no evidence in the device's memory that all three icons (charge pak, attention and service wrench) had ever been present on the readiness indicator, as originally reported by the customer. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.